Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, facility stated that the clamps on the control unit broke and it fell on a facility employees' right foot, causing swelling and pain. (B)(4) were entered into our system to have the control unit returned to joerns for investigation. As of this writing, the control unit has not been returned.